Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During preparation, air was flushed and the image was normal. During the procedure, air bubbles were present and could not be flushed out, resulting in imaging issues. The procedure was completed using another of the same device. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the telescope was kinked. The impedance test shows an electrical open at the proximal end of the catheter between 0-10cm from the distal housing. Microscopic inspection revealed there were wrinkles around the tubing heat shrink of drive cable. The functional test showed the device could not flush when the telescope was fully retracted and fully advanced. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. This conclusion is supported by the following objective evidence: an electrical failure was identified in the catheter, which is related to a breakage of the coaxial cable. According to the event information, the motor drive unit (mdu) was on during the catheter insertion into patient's body, which can significantly increase the constriction over the catheter and cause an electrical failure because the device is not designed to withstand the forces encountered when advancing while rotating. According to the IFU indications, the mdu shall remain off when inserting the device; therefore, failure to follow instructions is the assigned as analyzed cause code for the found electrical failure. Regarding the reported device entrapped air, the as analyzed cause code of cause linked to device but unable to trace more specifically is assigned following a review of the details of the reported events and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported events. Complaints related to these issues performance is monitored through the enhanced signal escalation process. This issue does not present a new or unanticipated risk per risk management.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd was advanced for an ultrasound examination of the target lesion. During preparation, air was flushed and the image was normal. During the procedure, air bubbles were present and could not be flushed out, resulting in imaging issues. The procedure was completed using another of the same device. There were no patient complications, and the patient fully recovered.